Manufacturer narrative:
Continuation of medical devices: 407645 implanted (B)(6) 2017.

Event description:
It was reported that right ventricular (rv) lead had high and unstable thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.